Event description:
Attempting to place an ultrasound IV with the bd accucath ace¿ IV catheter. Guidewire became stuck in the patient's arm. Provider assisted with retrieving the guidewire and patient was not harmed.